Event description:
This procedure was a scheduled lead extraction of a iib advisory lead. Leads were prepped with spectranetics llds. A spectranetics 14fr glidelight was used to free up adhesions. The physician halted progress at 50% onto the svc coil. The rv lead tip released and was retracted into the ra. Hemodynamic changes were noted. Surgical intervention was implemented with the leads in place while rescue efforts were initiated. The injury, a 3 cm posterior svc tear was repaired and the patient was transferred out of the operative theater. The following day the patient¿s family elected to remove the ventilator and the patient died. This report will be made against the ldd as the traction platform in this case.